Event description:
Customer reported issues with the sensor glucose and blood glucose values. The blood glucose reading is 261 mg/dl and the sensor glucose reading is 173 mg/dl. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed for high readings. Also found sensor's canula bent. Unable to confirm the customer received the sensor in such condition as customer returned the sensor opened/used.